Event description:
It was reported that prior to starting a da vinci s prostatectomy procedure, the message "left eye video loss" was intermittently displayed on the video monitor. The site was instructed by an isi technical support engineer (tse) to wiggle the camera cable; however, the failure mode persisted. The tse then instructed the site to power down the sys, swap the cable connections on the camera and camera control unit (ccu), reseat the vision cable on both ends, and power up the system; however, the message recurred upon power up. The site recovered; however, a few minutes later the issue returned. The site was instructed to swap to a back up camera head and cables; however, this did not resolve the issue. The site powered down and swapped both ends of the vision cable and the system powered up with no issues. The patient was under anesthesia for approximately an additional thirty minutes while the vision issue was being resolved. The planned surgical procedure was completed and no pt harm was reported.

Manufacturer narrative:
The investigation conducted by an isi field service engineer found that the console vision cable was defective. The console vision cable connects the vision cart to the surgeon side console (ssc) and passes the video signals between the ssc and the vision cart. The system was repaired by replacing the console vision cable.